Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested which includes leak, clear passage, and clamp function testing; no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a transfer set assembly was separated from the ¿flow control barrel¿ (twist clamp) during use at the patient¿s home. The transfer set had been used for five (5) months by the home patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.